Manufacturer narrative:
The product was returned and found to have a damaged cannula tip. The cannula tip was found to pass insulin however flow was severely restricted. This condition would have contributed to reported symptom (elevated bg levels) during use. This type of damaged typically occurs when the pt is very lean and the cannula is fired into muscle, not "pinching up" at the insertion site. Pts are trained to select a pod placement site consisting of fatty subcutaneous tissue. The user is instructed in the omnipod user's guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels as was evident in this case and could use another device or backup therapy if required. This is an isolated incident for this lot of product. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Caller reported that a few hours after changing pods his b/g went over 400 from below 200 and that over the course of three to four hours he did 3 boluses totaling 20 u of insulin. His b/g never went below 350, and he removed the pod and activated a new pod. His b/g then dropped below 200 again. No further info reported. The device is being returned for evaluation.